Event description:
It was reported that the pacemaker was explanted due to an unknown reason. The device was replaced with a non-boston scientific device. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Pacing and sensing functions were tested and the device was verified to operate as expected.

Event description:
It was reported that the pacemaker was explanted due to an unknown reason. The device was replaced with a non-boston scientific device. No additional adverse patient effects were reported. The device was returned for analysis.